Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had recurring no delivery alarms. Blood glucose level at the time of the incident was 444 mg/dl. Blood glucose level at the time of the call was 251 mg/dl. The customer was shipped a tubing clamp so troubleshooting could be completed. The insulin pump was not replaced or returned for analysis.